Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 a1 had failed, was not detected on bus and the screen had become black which prompted the user to enter the password. User tried to recover and reboot the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found that the half height cubie drawers 3.1 and 3.2 were not detected on the bus. The fse reseated the pyxibus, ribbon cable, and retractor band connections for both drawers. The drawers auto recovered after a reboot. The fse also reseated the hd sata cable connections on the main board and ran the hardware testing application and all tests passed. The customer was able to access both drawers through the application via inventory successfully, with no failures observed. The system functioned as intended after the field service engineer repaired the device.